Event description:
The diagnostic ultrasound catheter would not display an image after placement inside the patient. The device was removed and replaced with a new device and the procedure continued without incident. This is the third issue we have had with the soundstar catheter within the last couple months.